Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision due to dislocation and poly wear approximately twenty one years post implantation. During the procedure, some poly debris was removed from the capsule and there was some discoloration of the neck, however no significant metal defect or scratching was observed. The head and poly liner were explanted. A new poly liner and head were implanted. No further information available.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03939.

Event description:
It was reported that patient is indicated for a hip revision due to dislocation and poly wear approximately twenty one years post implantation.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision due to dislocation and poly wear approximately twenty one years post implantation. No additional information is available.